Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed visual inspection due to the loose housing. The was device visually and functionally assessed and determined to operate unintendedly due to the rear housings separated from the mid-plate apart and the loose trigger. The rear housing separating from the mid-plate is due to the trigger screw coming loose consistent with normal wear. The device trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that during pre-surgery testing it was observed that the impactor device was broken and did not work. During in-house engineering evaluation it was determined that the device would operate unintendedly due to the rear housings separated from the mid-plate apart and the trigger loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.